Manufacturer narrative:
Concomitant medical products: product ID 5076-58, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that six days after the implant, the patient experienced palpitations, discomfort in their chest and could not stand up because of poor physical condition and their blood pressure fell. X-rays, echocardiogram and computerized tomography images revealed cardiac tamponade due to a perforation. Pericardial effusion was also present from the perforation. Pericardiocentesis was performed to drain the fluid. There was no change in the electrical performance of the leads. Both the ventricular and the atrial lead were repositioned as it was unknown which lead had caused the perforation. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.